Event description:
As reported by an edwards australia affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the commander delivery system was 1.5 ml underfilled to deploy the valve due to calcification. However, the commander delivery system balloon burst. The valve was fully expanded, and echo report showed no valve leakage nor gradient was observed. The patient was fine post procedure and discharged two days later.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site, and the following was noted: the balloon appears to have burst longitudinally from the middle part of the inflation area to the distal end. Additionally, the balloon has radially burst at the distal shoulder. In this case, the reported event of balloon burst was confirmed based on images provided by the site. Available information suggests patient factors (calcification) likely contributed to the event as per follow up the patient had severe calcification at annulus area. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.